Manufacturer narrative:
This report is in response to medwatch user facility report # (B)(4).

Event description:
Gastric perforation was identified in a sextuplet nicu patient (patient identifier: (B)(6)) after signs and symptoms of abdominal distention. Gastric perforation was identified and corrected in surgery.